Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic cholecystectomy, when recovering the gallbladder, a rip was detected in 2 bags. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device sample and one photograph of the device used. Visual inspection and functional evaluation confirmed there were no abnormalities that would have caused or contributed to the reported condition. A review of the device history record indicates these products were released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.